Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that suction cylinder had no color; forceps channel port had a dent; label on scope connector was damaged; distal end had discoloration; image guide protector had a scratch; adhesive on bending section cover was detached; distal end was shaved. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited white foreign material in air water cylinder and air water tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was unknown. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.